Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) (B)(4), alleging an error 5 message on the patient¿s onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the patient obtained the error 5 message around 11pm on (B)(6) 2018. The patient manages her diabetes with insulin which she self-adjusts and has taken exercise for more than 5 years. The reporter indicated that around 1am on (B)(6) 2018, the patient developed symptoms of ¿weakness and shortness of breath ¿. He denied that the patient required any treatment above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time. The reporter confirmed that the patient¿s test strips had been stored correctly and were within expiry date. However, the reporter described incorrect testing steps; the meter¿s calcode was set incorrectly and the patient had been ¿applying the sample on top of test strip¿. The cca walked the reporter through a retest, and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Weakness and shortness of breath, after obtaining an error message on the subject meter.